Manufacturer narrative:
UDI number: (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Additional information: the commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a radial and longitudinal burst on the inflation balloon. A smaller, secondary tear was also observed on the balloon¿s proximal shoulder. Patient imagery was provided for review. The imagery revealed heavy calcification near the aortic valve. The imagery also showed the presence of calcification in the sinus of valsalva (sov) and sinotubular junction (stj). Functional testing could not be performed due to the nature of the complaint and the condition of the returned device. Dimensional analysis of the single wall thickness of the inflation balloon near the observed burst was performed. The balloon wall thickness was within specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint was confirmed based on the condition of the returned device. No manufacturing non-conformances were identified during the product evaluation. Dimensional inspection of the balloon revealed that the balloon wall thickness was within specification. The patient was noted to have heavy calcification in the right native leaflet of the aortic valve and in the stj. This suggests that the root cause of the balloon burst is related to the causes detailed in the clinical technical summary. Per the report, the patient had heavy annular calcification (confirmed through the provided imagery). In addition to procedural factors (manipulation of the devices), patient factors (valvular calcification, stj calcification) likely contributed to the balloon burst during the deployment of the sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was not returned to edwards lifesciences for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, although the exact cause of the event cannot be confirmed, patient factors (valvular calcification, stj calcification) may have contributed to the balloon burst during the deployment of the sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure, prior to valve deployment, balloon aortic valvuloplasty (bav) was performed. Post bav, a 26mm sapien 3 valve was deployed with nominal volume (23ml). When the valve was almost at full inflation, the commander delivery system balloon burst. The valve was near full deployment and stable. The delivery system and esheath were removed without issue. No vascular injury was reported. During visual inspection of the device after removal, the whole balloon appeared to be on the delivery system. The valve remains implanted in the patient. The native annular diameter measured 25.5mm by CT with a valve area on 490.4mm2. The sinotubular junction (stj) diameter measured 23.3mm x 25.7mm with a height of 22.9mm. Bulky calcification on the right native leaflet was reported. Heavy, bulky calcification on the stj was also reported. The perceived cause of the balloon burst was interaction between the delivery system balloon and stj calcification.